Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the pump reset process, after which the error did not reappear. The customer successfully started their sensor session.